Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs, which showed the device did not power down correctly. The device was put through extensive testing including on/off current testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.